Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly the patient was revised due to the patient had traumatic fall at home., resulting in peri-prosthetic fracture. Swapped the head/liner due to wear.